Event description:
When dr attempted to insert the poly liner onto the tibial baseplate, it would not lock into place. It appeared to continuously pop out. He cleared away soft tissue and eventually it appeared to lock into place, but when he checked its stability, it popped out again. He tried again and it seemed to finally lock into place.

Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis functional testing. Results: device history review shows no reported discrepancies. Complaint history review shows there have been other reported events. Conclusion: could not be determined as the device was not returned.